Manufacturer narrative:
H.6. Investigation summary: material #: 368175, lot/batch #: 2278077, 2257771. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off was observed for lot 2278077 only. No issue was seen via photos on lot 2257771. Additionally, 29 retention samples from bd inventory were evaluated for each lot by functional testing and the issue of stopper pop off was again not observed on lot 2257771 but the issue was observed on lot 2278077. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off for lot 2278077. This complaint cannot be confirmed for the indicated failure mode stopper pop off for lot 2257771. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, the stopper pops off of two tubes across two different lot numbers. No patient impact reported. The following information was provided by the initial reporter: "don't fit together correctly."

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, the stopper pops off of two tubes across two different lot numbers. No patient impact reported. The following information was provided by the initial reporter: "don't fit together correctly."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 2278077, d4. Medical device expiration date: 29-02-2024, h4. Device manufacture date: 05-10-2022. D4. Medical device lot#: 2257771, d4. Medical device expiration date: 29-02-2024, h4. Device manufacture date: 14-09-2022. B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.